Event description:
It was reported that a spectrum pump had signs "of contamination behind the door pressure plates." It was reported there was no patient involvement.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.